Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform excessive no delivery test due to prime and fill anomaly. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, minor scratches on lcd window, missing end cap sticker and cracked case at display window corner.